Manufacturer narrative:
The instrument was not returned; however, two tip cover accessories used with the instrument were returned and evaluated. Engineering's evaluation found both tip covers to have a hole burned through the silicone. The holes have a crater-like appearance, with material removed on the outer surface of the silicone. The holes appear to be energy/heat related. The silicone may have had prior damage or inherent defects that caused energy to escape at the hole sites. Engineering also observed the tip covers to have one or more tears at or near the tip of the silicone, likely due to inadvertent contact with a sharp object.

Event description:
It was reported that two of the monopolar curved scissors instrument tip cover accessories had a hole in them. No add'l info was provided other than the site stating that this had occurred 5 or 6 times prior to this reported complaint. It is unk if more than one monopolar curved scissors instrument had been used during these events. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA as they related to this event. #2955842-2007-00268, #2955842-2007-00282.